Manufacturer narrative:
D9/h2/h3/h6: the battery charger was returned for analysis. The complaint could not be confirmed. Visual inspection confirmed low dust build up on charger cards and fiber on fans. It was cleaned and installed in a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Codes b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: section e updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4), ubd: none , UDI#: none. Product ID: bi71000162, serial/lot #: none, ubd: none, UDI#: none. Product ID: bi71000163, serial/lot #: none, ubd: none , UDI#: none. Initial reporter not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. The issue was confirmed and hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the batteries and charger needed to be replaced. No patient was present at the time of the event. Additional information was received stating that the manufacturer representative (rep) received a call from the site stating that the battery indicator light was red on the system. The rep inspected the log files and saw that the battery level was critical. The charger couldnt be inspected from purely looking at the log files. The charger needed to be replaced because they were so low and close to the edge of 375 vdc when the machine was shutting itself down. The reported cause of the event was that the site uses the system every day for multiple cases, and it was suspected that the three (3) yearly cycle of preventively replacing the batteries was probably not enough due to the high number of cases that they perform with the system.